Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate and had stopped working as intended. During the procedure, the cylinder was found to be ruptured and leaking fluid. The ipp was replaced, and there were no patient complications reported.